Event description:
After loading a plan the wedge mu values are not correct, but after running a print the hardcopy and the screen are corrected.

Manufacturer narrative:
Investigation is currently taking place. Once the investigation is completed a follow up report will be provided.